Manufacturer narrative:
The event sample is unavailable for evaluation as it was discarded by the customer. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product lot number for the reported issue. A batch review has been requested. Should the review reveal any aberrance, a follow-up report will be submitted.

Event description:
Rph reports an lv100 intermate infused 150ml over 15 minutes instead of an anticipated 90 minutes. The intermate had been filled with 1.5grams of vancomycin in saline to a total volume of 150ml. Per the rph, the patient had symptoms of red man syndrome including shortness of breath and flushing. The patients spouse is an rn and gave the patient a 50mg dose of diphenhydromine, 1mg dose of epinephin. Rph states the patient is fine.